Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that multiple pump stoppage events and low flow alarms occurred. The patient was hospitalized. Inr was normal and there was no elevation in lactate dehydrogenase levels. The patient underwent a pump exchange on (B)(4) 2017. No further information was provided.

Manufacturer narrative:
The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported low speed/pump stoppage events that were captured in the submitted system controller log file. The pump was returned assembled with the driveline cut approximately 2.5 inches and 16.5 inches from the pump housing and the distal portions of the driveline were returned. The distal portions of the driveline was tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shielding were carefully removed in order to evaluate the underlying wires. Visual examination of the middle portion of the driveline revealed a breach in the insulation of the orange wire approximately 2.75 inches from the pump housing, exposing the inner conductors. Additionally, a breach in the red wire was observed approximately 1 inch from the pump housing. The observed wire damage appeared to be the result of abrasion against the metal braided shield. The distal segment of the driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire''s insulation. This testing did not reveal any additional breaches. If the exposed conductors of either the orange or red wires contacted the metal braided shielding while the system was connected to a tethered power source (such as the power module) via a grounded patient cable, the resulting electrical short to ground would have caused in the reported low speed/pump stoppage events and low flow alarms captured in the submitted log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.